Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the other reports, a correction was required. The reported allegation was not confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and the data log was reviewed. The reported allegation was not found. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.